Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestent 5f vascular stent system products that are cleared in the us. The pro code and 510k number for the lifestent 5f vascular stent system products is identified in d2 and g4. H10: manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary: the sample was not returned for evaluation and image was not provided. Therefore, the investigation is inconclusive for the reported issues a definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling for this product, the potential issue was found addressed. The instruction for use states that the system contains a self-expanding nitinol alloy stent with a total of 12 markers located on the ends of the stent, six at each end. Three at each end are radiopaque tantalum markers and three are made out of nitinol. Regarding proper deployment the instruction for use states: "pull back the stent system until the distal stent radiopaque marker is placed distally to the target site to ensure full coverage of the lesion." And "while using fluoroscopy, maintain position of the distal and proximal stent radiopaque markers relative to the targeted site. Watch for the distal stent radiopaque markers to begin separating; separation of the distal stent radiopaque markers signals that the stent is deploying. Continue turning the large thumbwheel until the distal end of the stent obtains complete wall apposition." H10: g3. H11: h6(method), h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported that during a stent placement procedure, the device allegedly mal-positioned due to bad visibility. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. The catalog number identified has not been cleared in the us but is similar to the lifestent 5f vascular stent system products that are cleared in the us. The pro code and 510k number for the lifestent 5f vascular stent system products is identified.

Event description:
It was reported that during a stent placement procedure, the device allegedly mal-positioned due to bad visibility. There was no reported patient injury.